Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter ac.t diff analyzer was leaking. Customer reported that a vacuum error was shown on the screen. Customer reported that the volume of the leak was few milliliters customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) could not find any leak. The fse was not able to replicate the leak. The fse replaced the air filter and adjusted the vacuum. The fse verified that there were no leaks per the established procedures.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).